Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had some leakage at the ipg pocket site. The physician cleaned out the pocket site . The patients wound was healing nicely with no more leakage and no infection detected. The patient was doing well.